Event description:
The customer reported that the alarm boxes for rooms are not popping up. The device was in use on a patient. There was no report of patient or user harm. Functional testing indicated that there was a device malfunction the micuss03 station and beds 401 to 410. The remote service engineer (rse) confirmed the reported problem. The surveillance station was rebooted by biomed and was confirmed that the system is working fine again. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
The customer reported that the alarm boxes for rooms are not popping up. The device was in use on a patient. There was no report of patient or user harm. Biomed rebooted the station and the system is working fine again. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.